Event description:
It was reported that patient underwent elbow arthroplasty on (B)(6) 2013. Subsequently, the patient was revised on (B)(6) 2013, due to disassociation of the screw from the radial head and radial stem. All components were reported to have been removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the associated package insert that state that this type of event can occur: "properly align and properly seat connecting components, including tapers. Failure to properly align and completely seat the components together can lead to disassociation." This report is number 2 of 2 mdrs filed for the same event (reference 0001825034-2014-00881 / 00882).

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Dimensional evaluation found component to be within appropriate design specification.